Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. However, no delivery alarms noted in the pump history on 07/26/2025 16:03:29.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the [pcba 1]. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, broken battery tube threads, and cracked case on the battery tube side. Alleged insulin flow block alarms not confirmed during testing. Cosmetic damage was confirmed at the battery compartment case(cracked). Moisture exposure confirmed on the pcba 1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the battery tube side of the insulin pump and an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, unk_reservoir & unomedical. Troubleshooting was done for the damage issue and found the damage on the battery tube side. Troubleshooting was declined for the insulin flow block alarm. No harm requiring medical intervention was reported. The product mmt-1884 was returned for analysis but the product(s) unk_reservoir & unomedical will not be returned for analysis.